Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased potassium result generated by the alinity c processing module for a patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.3 mmol/l. Sid (B)(6): initial potassium result = 2.5 mmol/l, repeat result = 3.9 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The customer inspected the alinity c processing module, serial number (B)(6) and replaced the ict module, ict diluent, and ict reference solution. The replacement of the ict module resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict module was identified.

Event description:
The customer observed a falsely decreased potassium result generated by the alinity c processing module for a patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.3 mmol/l. Sid (B)(6): initial potassium result = 2.5 mmol/l, repeat result = 3.9 mmol/l. No impact to patient management was reported.